Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. Review of the provided patient x-ray finds the implant appears to be placed in proper position. No other information can be obtained due to poor quality of image. The surgeon suggested that the reported impingement occurred due to the patient activity and implant position. Metallic debris was not observed. It cannot be determined that the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint.- patient under monitoring for revision surgery, due to symptoms like osteolysis. Dor: will be performed on (B)(6) 2012. Doi: 2007 or 2008. Schedule of the details are unknown. On 2007 or 2008, first surgery was done with mom. Symptoms like osteolysis was confirmed by x-ray on follow up. On (B)(6) 2012, will be performed the revision surgery. Patient information; received only the gender(female). Cup(121780052) was manufactured by (B)(4). We receive the product, we will inform you the lot number. Please could you check DHR review and complaint history review prior to full investigation since it is reportable event to the government? Update 1/27/2014 reopen due to remediation project.